Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device seal was intact. No evidence found in the error history log (ehl). Customer problem was not duplicated in that the pump "alarm sounds without batteries" during the investigation. This is a normal function of the pump. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.

Event description:
Additional information was received indicating that there was no patient involvement or interruption of therapy.

Manufacturer narrative:
H2: see a1, b5 and h6 (patient code).

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarm sounds without batteries. It is unknown if there was any patient, or clinician injury associated with this occurrence.